Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The probable cause was wear and tear. It is likely the molten spherical drop at the broken ends was preceded by a fracture of the loop. The damage pattern is caused by the fact that the plasma can be ignited even if the loop wire is interrupted, so that the user may continue to resect tissue during the procedure until the damage at the distal end is visually detected or the distal end of the loop was used near or brought into contact with a conductive material, resulting in a rollover. In such a case, a high current flow is concentrated at a single point of the loop wire. The high current has the potential to generate so much electricity in a very short time that the material melts immediately and solidifies again immediately afterwards. Thus, there was no error message from the generator used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use resection electrode became damaged after about 10-minutes of use. The issue occurred during an unspecified endoscopic resection of the prostate procedure. The procedure was completed with a similar device from the same batch. There were no reports of delays or of patient harm.